Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, system pyxis machine powered down after a message indicating an issue with the alternating current power source appeared. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine was powered down. A field service engineer (fse) reported that the affected drawer causing the system hang was isolated. The fse replaced the pyxis bus module and the controller for auxiliary drawer 3.2 to resolve the issue and restore normal operation. The system functioned as intended after the field service engineer repaired the device.